Manufacturer narrative:
Medtronic cryocath was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: yousuf ma, o'donnell re, haq s, attari mmd, attari mmd. Hemodynamically significant atrial septal defect after atrial fibrillation ablation: a hole to remember. Heart rhythm. 2015;12(9):1987-1989. (B)(4).

Event description:
Referenced article: yousuf ma, o'donnell re, haq s, attari mmd, attari mmd. Hemodynamically significant atrial septal defect after atrial fibrillation ablation: a hole to remember. Heart rhythm. 2015;12(9):1987-1989. The literature publication reports the following patient complications: the day after the ablation procedure, a "small interatrial defect and left-to-right shunt" was seen via the transthoracic echocardiogram.